Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 63mg/dl. Tests were done within < 10 min with a difference of 25mg/dl. Pt did not experience any adverse events. No further info has been reported.